Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery due to dislocation. During the procedure, the surgeon implanted a liner and removed it in order to change orientation. It was noted that upon removal, a hair was found on the liner.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned, damage is seen on the boss and rim feature. A fiber was seen at the time the device was received in the lab, but could not be found within the test tube vial for the technical evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.